Event description:
It was reported an complaint about the stimulation. When the internal neurostimulator (ins) was checked the he patient was "not doing well." A poor communication screen was seen on the patient communicator because the antennae was not over the ins. The poor communication was resolved by adjusting the antennae. The patient was in a rehab center and was "unresponsive." The patient was sent to a hospital. The patient's family checked the ins and confirmed that it was on and okay. The patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ extension product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ extension product ID 3389s-40 lot# v877540 serial# implanted: (B)(6) 2012 explanted:; product typ lead product ID 3389s-40 lot# v877540 serial# implanted: (B)(6) 2012 explanted:; product typ lead. (B)(4).